Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.

Event description:
Epicardial lead perforation was caused by implanting the lead. Patient experienced cardiac perforation that was resolved.